Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's scs ipg was inoperable. It is unknown if this occurred prematurely. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.